Event description:
Patient was revised to address ongoing infection.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address ongoing infection. Doi (B)(6) 2013 - dor (B)(6) 2013 (left hip). Note: patient was previously revised due to infection on (B)(6) 2013, with the head, liner, and a screw being removed. On (B)(6) 2013, the head (136552000; lot 6041861), liner (122136054; lot 420979), and a screw 121745500; lot d11070723) were also exchanged; however, the patient was already being treated for infection when these parts were implanted on (B)(6) 2013. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.